Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an ¿error 1¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2014. The patient manages her diabetes with metformin pills. Is it not known if the patient made changes to her usual dose of medications; however, on (B)(6) 2014, the patient reportedly took more food and/ or drink. At an unspecified time after the start of the alleged issue, the patient claimed she passed out. The patient did not specify how she regained consciousness. On (B)(6) 2014, the patient reportedly went to the emergency room (ER). The patient obtained ¿blood tests, blood thinners, an MRI and a CT scan¿ during the ER visit. The patient reportedly obtained blood glucose results of ¿about 200 mg/dl¿ with the ER/ hospital meter. The reported issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.